Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
During a coil embolization procedure, the physician pushed the first coil (orbit trufill dcs-638cf0615) distally in the select lp es (mc) microcatheter, but resistance was felt and it was not possible to advance the coil any further. After checking the images, there was suspicion that the coil was detached and the coil was removed. The coil was indeed detached and remained in the mc which was also removed from the patient. The prowler was in place at the location to treat the aneurysm. The coil was prepped according to IFU guidelines and then inserted into the mc. After the event, the doctor restarted the procedure using a same like products to finish the case successfully; however, the case was delayed 20 minutes due to the event. The user was trained. The product was stored per labeling instructions, and a dcs syringe was not utilized. The event occurred when the coil was completely in the mc. No additional intervention was required, and there was no adverse outcome to the patient. There was no resistance when inserting the coil into the mc. The mc tip was not reshaped. No additional medication was required as a result of this event.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.